Manufacturer narrative:
The oxygen concentrator is in the custody of (B)(6). An inspection is being scheduled for (B)(4). A follow-up report will be submitted after the eval is completed.

Event description:
Property was damaged by a fire which may have originated in the airsep oxygen concentrator.